Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09932. The pt was implanted with two percutaneous leads from different lots for occipital use (off-label). It was reported the pt underwent surgical intervention earlier this yr to explant the system due to an infection. The pt reported the infection has been cleared and she has recovered well.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product lot. However, the individual affected device was replaced and all devices within the lot met acceptance criteria. Therefore, the DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.